Event description:
It was reported that when the device was used during a low anterior resection, it fired malformed staples. Another device was used to complete the case. There were no patient consequences.